Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device triggered a safety switch due to high out of range impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed and stated that there were no episodes of noise and recommended to have bring in the patient for lead evaluation. The device and this rv lead remains in service. No adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).